Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Not returned to manufacturer

Event description:
It was reported that the customer received incomplete bolus alert due to the fact that the customer's blood glucose (bg) level was lower than the target level. The customer also reported issues with high bg levels. Tandem technical support reviewed the pump history and it was noted that the basal rate was set at zero for another 5 hours and a minimum basal alert had occurred. The customer reported a current blood glucose level of 302 mg/dl. The customer received additional training and with the assistance of the healthcare provider, the management of the bg was reviewed and was under control. The customer's bg level had stabilized and the pump was functioning as expected.